Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h11. Corrected field: h8 - usage of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported, the 200 micron tfl ball tip single use fiber broke off the plastic connector. The issue occurred during a therapeutic urology procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.